Event description:
It was reported there was a patient alert for high impedance. Had been a gradual increase in impedance from 800 to 1900 ohms. No patient complications were reported as result of this event. Later review of manufacturer's database revealed the patient died. No allegation from health care professional that death was device related. Follow up revealed patient had recently been treated for an infected device with intravenous antibiotics for 8 weeks. Chest CT showed lymphadenopathy and patient had continual problems with pleural effusions with admit to hospital (B)(6) 2008. Patient had declining health for previous 3 months and now multisystem organ failure with acute renal failure, copd and new diagnosis of severe myelodysplastic syndrome. Family decided on comfort care only and patient died with cause of death ischemic cardiomyopathy, copd, and chronic renal insufficiency.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. At the time of the retro review, it was noted in the manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related.